Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip cracked at 5,377 joules. The customer stated that the fiber remained intact and that there were no fiber pieces to retrieve. No pt injury was reported. The device was not returned to american medical systems for eval.